Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. The device was returned in a blister tray inside the product carton. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been advanced to mid nozzle and is advanced under the intra ocular lens (iol). The iol is advanced to just past the lens bay and is misfolded. We are unable to determine the root cause for the reported complaint "lens came off the tip of the injector, underride was occurring on the sample". Plunger underride was observed. Plunger underride may occur: if the lens has become misaligned in the lens bay during the manufacturing process. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ophthalmic viscosurgical device (ovd)s may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to underride the lens. If the operating room temperature is too high (greater 23 degree celsius / 73 degree fahrenheit) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A physician reported that, during cataract with intraocular lens implantation surgery, the lens came off from the tip of the injector during insertion and could not be inserted. The plunger has underride the lens. The surgery was performed and completed after replacing the product with another one.